Event description:
Biomed reported that he received the device with a report that IV pump was smoking. He reported that there was sticky residue all over the device. He could not confirm whether device has been in use on a pt at the time of the event or not. He did not know which floor or nurse sent him the device. He was not able to provide a clinical contact. He stated that no event report of pt harm or pt involvement had been completed at the hospital. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.